Event description:
Correction: the event did not occur during the index procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the physician believed that there might have been a type ib endoleak in the contralateral limb. An additional endurant ii contralateral stent graft limb extension was implanted and the event was resolved. The physician stated that the cause of the event was due to patient anatomy; specifically, an enlarged artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.